Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed, however had not been sent in for disk analysis at this time. Device replacement was recommended. No adverse patient effects were reported. The device remains in-service.